Event description:
It was reported that the patient was seen for follow-up and high impedance was observed. X-rays were performed and a lead fracture was noted. The generator was then programmed to 0.0ma, and the patient was referred for surgery. The x-ray image was sent to the manufacturer for review. The generator can be visualized in the left chest and it appears to be in a normal orientation. The lead pin appears fully inserted into the connector block. The filter feedthru wires appear intact and the lead wires appear intact at the connector pin. A portion of the lead wire does appear to be located behind the generator. The electrodes were visualized in the neck and appear in the proper orientation. The lead appeared to be fractured close to the electrode site, and the remaining lead was located near the generator site. Based on the x-rays received, the system does not appear to be fully intact. The lead pin appears to be fully inserted into the connector block. The likely cause of the high impedance is the lead fracture observed in the image provided. Attempts for additional information are in progress.

Event description:
A review of available programming history revealed that system diagnostic results in august were within normal limits, additionally it was noted during the review that the implant date was incorrectly report on the initial report.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2013. Attempts for return of the explanted devices for analysis are in progress.

Event description:
It was reported on (B)(6) 2012 by the patient's caregiver that the patient constantly manipulates the generator site and the lead scar. The patient is being referred for a surgery in 2013; surgery has not occurred to date.

Event description:
The explanted vns lead and generator were returned for analysis on (B)(4) 2013. Analysis of the generator did not reveal any anomalies. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the generator's internal memory revealed that high lead impedance has been occurring since at least (B)(6) 2012, when the ohms value was noted to be 11020. During the visual analysis the outer silicone tubing appeared to be twisted / compressed, in some areas. The inner silicone tubes and quadfilar coils appeared to be stretched and twisted together past the electrode bifurcation. During the visual analysis the connector ring quadfilar coil appeared to be broken and protruding through the inner silicone tubing approximately 10mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (torsional appearance), no pitting and secondary break lines. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. These findings are consistent with patient manipulation / rotation of the device while it was implanted (twiddler). During the visual analysis the end of the (-) connector pin quadfilar coil appeared to be broken approximately 32mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area on three of the quadfilar coil strands as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. The area on the fourth quadfilar coil strand was identified as having evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. During the visual analysis the end of the (+) connector ring quadfilar coil appeared to be broken approximately 34mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the overall condition of the returned lead, there appears to be evidence of significant manipulation, which may have contributed to the some of the observed stress-induced fractures. The electrode array was not returned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
If implanted, give date: corrected data: the implant date was incorrectly reported on the initial report. Analysis of programming history.

Manufacturer narrative:
The "report source" was inadvertently omitted from follow-up report 2. The correct report sources were health care professional and company representative. The "date received by manufacturer"; was inadvertently omitted from follow-up report 2. The correct date was (B)(4) 2013.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. The device failure was likely due to manipulation of the device.